Event description:
Information received indicates, the head section drifts when weight is applied.

Manufacturer narrative:
The facilities biomed found the CPR handle was sticking causing the head to drift. The biomed repaired the handle to repair the bed.